Manufacturer narrative:
(B)(4). Follow up emdr for device evaluation. The failure mode was not confirmed for possible leaking at the safety valve. The access dilator was not provided and sample was evaluated without it. No leak was observed. Since lot number was not provided DHR review was not performed. Based upon investigation there is no evidence of ¿leakage¿ at the safety valve and failure mode is not confirmed. DHR was not provided for traceability review. The returned product sample was investigated and showed no evidence of leakage. Consequently, the failure mode could not be confirmed and a probable root cause was not identified. The failure mode for leakage was not confirmed. No probable root cause could be identified, therefore no corrective action necessary. This complaint will be entered into the complaint management system and will be tracked/trended for future occurrences.

Manufacturer narrative:
(B)(4).

Event description:
The safety valve was leaking. Catheter was explanted. Patient received new catheter. No patient harm. Catheter is implanted since (B)(6) 2016. Drainage had to be done daily.